Event description:
It was reported that according to the device, p-wave sensing measurement was not possible, even though pattern was as-vp (atrial sense - ventricular pace) in ddd mode. During impedance measurement, there was a freeze of the menu (cursor could still be moved, but options were disabled) for minutes. The programmer was switched off and when it was tried a second time the menu froze again during impedance measurement. A different programmer was used. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.